Event description:
It was reported that the patient was implanted with the anchor on (B)(6) 2018. He came back to the hospital due to pain. Revision surgery on (B)(6) 2018 : the anchor was dislocated.

Manufacturer narrative:
The returned instrument, intended for use in treatment, was returned as an MDR for evaluation. Looking to the returned parts there was no relationship found between the returned device and the reported incident. Visual inspection of the returned three (3) single implant parts shows no manufacturing abnormalities. The parts are not damaged. No other parts or a device were returned for evaluation. The returned instrument is a single used device and cannot be functional tested. The complaint was not verified and the root cause could not be determined with certainty. Factors unrelated to the design and manufacture of the device which could have contributed to the complaint event are outlined in the precautionary states in the instruction for use such as (1) if the pound-in tip does not penetrate the bone on the first strike, create a bone hole according to step 3. Use a new anchor in the bone hole and (2) do not bend or twist the inserter handle during and after insertion as damage to the implant or incomplete insertion may result. (3) incomplete insertion or poor bone quality may result in implant pullout. There were no indications during manufacturing record review that would suggest that the device did not meet product specifications upon release into distribution. Due to insufficient relevant supporting medical records, the root cause of the reported anchor migration resulting in revision procedure cannot be concluded. The patient impact beyond the pain, revision, and expected transient post-op convalescence period cannot be determined.